Event description:
On 5/5/93 at 1030, a #8 french dobbhoff feeding tube was inserted in the right nostril by an r.n. Without any difficulty. Verification for placement was done by a second r.n. With injection of air using a 30cc syringe. Confirmation was further verified by x-ray. Tube feeding of vivonex at 50cc/hour was instituted at 1210. The patient was to be transferred to a nursing home to await possible gastrostomy tube placement within one week. When the ambulance crew arrived for transfer at 1410, the patient's own movement of his hand caught the tube, causing it to withdraw a few inches. It was reinserted by the r.n. And placement again checked with air instillation. This verified, the tube was taped in place to avoid any dislodgement in transfer and the feeding tube was clamped. The nursing home was notified to untape the tube upon arrival and settling of the patient to allow migration for the next 24 hour minimum. The receiving nurse relayed understanding and the patient was transferred..it came to our attention that the patient expired approximately ten hours later. From vernon memorial hospital's viewpoint, we are most assured we followed all proper protocols.after being informed of the patient's subsequent death in the nursing home, we are providing information of his care here prior to transfer, as the probability exists that the medical device contributed to the deathdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.